Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, serial# unknown, product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for spinal pain. It was reported that when x-rays and ¿films¿ were done by the surgeon that had performed a spinal fusion for the patient, it showed that the lead wires had shifted a bit. The caller stated that the patient had scoliosis and the curvature of the spine had shifted the leads. The caller also stated that some of the patient¿s leads had gone out and were not working anymore. They stated that the leads going out may have been caused by the scoliosis. The caller stated the patient was seeing their managing physician but they would go to the implanting physician if there was ever actually a problem with the implant. No symptoms were reported. No further complications were reported. Follow-up was conducted.